Manufacturer narrative:
Device evaluated by MFR.: visual and tactile inspection was performed. There was contrast in the inflation lumen. The hypotube was kinked 20cm and 36cm from the strain relief. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The catheter was soaked in a warm water bath to loosen the blood and contrast prior to functional testing. Functional testing was performed using an inflation device filled with water. The device was inflated to 20atm for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the shaft kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous unspecified artery. A 12mm x 2.50mm nc quantum apex balloon catheter was selected to pre dilate the lesion. During inflation the balloon ruptured at an unspecified pressure. The device was removed from the patient completely. The procedure was completed with a different device and there were no patient complications reported. The patient's status is good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous unspecified artery. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was selected to pre dilate the lesion. During inflation the balloon ruptured at an unspecified pressure. The device was removed from the patient completely. The procedure was completed with a different device and there were no patient complications reported. The patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).